Event description:
It was reported that during a da vinci si low anterior resection procedure, the wire on the small grasping retractor instrument broke. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist were not damaged. Engineering evaluation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .165 in length and were not aligned with the tube axis. Engineering concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.